Event description:
Customer alleged the legs buckle out from under and chair collapses. No injury alleged.

Manufacturer narrative:
(B)(4) - the consumer is a (B)(6) female whose age and height are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer alleges that when she sits on the shower chair and moves, the legs buckle out from under her and the chair collapses, causing her to fall. No injury is alleged by the consumer. No RMA has been issued for the return of the product.